Event description:
Additional information was received from an hcp on (B)(6) 2016. It was reported that there was no precipitating event and that there was no warning per the personal therapy manager (ptm) or per interrogation that there was an issue, just frank withdrawal symptoms. It was noted that the unexpected lockout occurred during the onset of withdrawal. It was indicated that no problems were evident when the managing hcp saw the patient in office and that no cause of the ptm lockouts was identified. The MRI and dye study were not performed as the patient refused and wanted the pump explanted. The pump status logs were sent and showed that the doses for both drugs were decreased on (B)(6) 2016 to 1.001 mg/day, and then again on (B)(6) 2016 to 0.720 mg/day. Logs from (B)(6) 2016 were also included.

Manufacturer narrative:
Other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), product type: catheter.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving bupivacaine [15 mg/ml] at a dose of 2.3 mg/day and morphine [15 mg/ml] at a dose of 2.3 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2016 that the patient had a withdrawal on (B)(6) 2016 which was resolved with oral medication. The options of comparing expected versus actual residual volumes in the pump and diagnostic studies on the catheter were reviewed. It was reported that the hcp was going to order a dye study and an MRI to check for an inflammatory mass. It was also indicated that the patient had attempted to get a bolus and it locked her out for 4 hours when she has it set for 50 minutes. It was noted that the logs were normal and that the patient could get a 0.2 mg bolus up to three times a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.